Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use the syringe kit bd luer-lok¿ 5 ml convenience tray luer lock tip without safety contained foreign matter and scale marking was missing. There was no report of injury or medical interventions.

Manufacturer narrative:
Sample evaluation: multiple trays and assembled syringes were received in a single box by bd canaan. The box contained multiple product sizes and no batch # identification on any samples. The complaint file lists 5ml as the complaint product. The samples were visually evaluated. One 20 ml tray containing ten 20ml syringes ¿ not a canaan product. One empty 5ml tray. A light brown particle was taped to the inside bottom of the tray. The particle appears to be a piece of cardboard. Four empty 10ml trays. Two of the trays were found to have light brown/black particles and unidentified fibers. One of the trays had an unidentified fiber. One of the trays had an appearance of an ink smear on the inside but in fact it was a form defect in the tray plastic itself. One 10ml tray in a bag with a few dozen 10ml syringes. No defects were found. CAPA exists to investigate fm on this machine. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date received by manufacturing: 08/15/2017.